Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that patient presented to the ER after receiving multiple inappropriate shocks. Far p-wave oversensing was observed on the rv lead. Chest x-ray revealed that the rv lead had dislodged. Lead was extracted and replaced. During revision, insulation abrasion was noted near the suture sleeve, possibly caused by electrocautery. Patient was fine post-procedure.